Event description:
It was reported the insulin pump had a button/keypad anomaly. Customer's blood glucose was 7mmol/l. Troubleshooting was performed. Customer stated the act and esc button are not working properly. Customer was trying to give herself a bolus when she noted the keypad did not work. The device alarmed battery out limit and customer was unable to clear the alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. No unexpected battery out limit alarm noted. However, intermittent button response noted due to corroded keypad traces. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.